Event description:
It was reported that the distal tip of the screwdriver broke off inside the receptacle holes of an axial connector. The broken tip was stuck in the connector and could not be removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.